Event description:
Procedure: lap hernia repair. According to the report: md was performing a laparoscopic hernia repair and was stapling the mesh, when the stapler began to misfire. The equipment was replaced and the malfunctioning unit was held for review. Refer to h10 for response.

Manufacturer narrative:
(B)(4). Quality assurance evaluated one endo universal 65 12mm instrument with one 4.8mm disposable loading unit and was unable to detect any discrepancies related to the components or MFR of the product. The instrument was received with a partially fired loading unit. Upon closer inspection, the track below the e-piece was broken and loosely attached. As a result of this damage, staples would not deploy or form properly when the instrument was fired. Replication of this condition may occur if the instrument is excessively manipulated during use. Our eval determined that the reported event was attributed to device misuse. Therefore, the event is not attributable to the device. The rate of occurrence for the reported event is consistent with historical observations. The product was returned to the company for eval and processed accordingly. As stated in section 1, damage to a distal component due to user manipulation, resulted in difficult deploying and placing staples. Quality assurance evaluated one endo universal 65 12mm instrument with one 4.8mm disposable loading unit and was unable to detect any discrepancies related to the components or MFR of the product. The instrument was received with a partially fired loading unit. Upon closer inspection, the track below the e-piece was broken and loosely attached. As a result of this damage, staples would not deploy or form properly when the instrument was fired. Replication of this condition may occur if the instrument is excessively manipulated during use. The original report states that there was difficulty firing the device (misfire). Based on our test results and visual observations, the complaint was coded as user, excessive manipulation. A section of the distal instrument was damaged and loosened from the instrument. During the functional exam, it was noted that the staples did not deploy or form properly due to the observed instrument damage. A review of this reported condition shows that there are no other MDR reports for this report.